Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for spinal pain. Manufacturer representative reported the patient went to the ER on (B)(6) 2017 and had their entire system explanted due to seroma at the pocket site. It was reported that the infection was not confirmed but that a culture was done and the patient was given antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.